Event description:
It was reported that during a cholecystectomy procedure, the jaw would not open after the device held the blood vessel. According to the sales rep, the indicator did not show the number of remaining clips properly, and the device was fired after lockout. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.